Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 59-year-old male with newly diagnosed glioblastoma (gbm), started optune gio on (B)(6) 2024. On (B)(6) 2026, the patient reported to novocure that he had resumed optune gio therapy on (B)(6) 2026, after a temporary interruption related to recurrent surgery. However, therapy was discontinued again after a few days due to protrusion of subcutaneous sutures, which resulted in local inflammation and purulent discharge. On (B)(6) 2026, the treating physician prescribed an unspecified antibiotic. On (B)(6) 2026, the patient was admitted to the hospital outpatient department, where the wound was reopened, irrigated, and closed with staples. Antibiotic therapy was continued, and staple removal was scheduled for nine days later. The patient planned to resume optune gio therapy once healed from surgery. Multiple attempts were made to contact the prescribing physician; however, no reply was received.